Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).. Device evaluated by MFR: the complaint device was returned with the stent fully mounted onto the delivery system. The device was contained within a hoop. A visual and tactile inspection of the device identified a break in the stent outer 80mm proximal of the proximal markerband. This type of damage is consistent with the application of excessive force to the delivery system. The device was received with the stent fully constrained on the delivery device. The investigator was unable to deploy the stent as the stent outer was detached/broken 80mm proximal of proximal markerband. The stent was deployed by pulling the tip distally while gripping the outer. The stent was visually and microscopically examined and no issues were identified. A visual inspection of the stent holder identified no issues. A visual inspection of the tip identified no issues. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2017. It was reported that advancing difficulties were encountered and the stent failed to deploy. A 10.0-37 carotid wallstent¿ was advanced however resistance was encountered and the stent was unable to be deployed to the target vessel. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed detached shaft.